Event description:
It was reported before using the bd bbl mgit mycobacteria growth indicator tubes, the customer observed three (3) tubes with low volume and one (1) contaminated tube when opening new boxes of mgit tubes. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3075692 was satisfactory per internal procedures. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and there are no other complaints for contamination. Retention samples from batch 3075692 (100 tubes) were available for inspection. There were no contaminated tubes observed in the retention samples. For investigation, retention tubes were divided and incubated at 20-25 degrees celsius (two tubes) and 30-35 degrees celsius (two tubes). No growth was observed at seven days incubation. Five photos were received to assist with the investigation. Two photos showed three tube labels of batch 3166556 with fill volume unable to be determined due to orientation of the tubes. Two photos showed five tubes with no batch number visible: three visibly low filled; one with turbid media; one with material floating in the media. One photo showed a tube of batch 3075692 with no visible defect. No returns were received to assist the investigation of this complaint. Batch 3166556 can be confirmed for low fill volume by retention sample observations. Batch 3075692 cannot be confirmed for contamination. The photo for batch 3075692 did not verify a defect and there was no growth after incubation of the retention samples. Bd will continue to trend complaints for low fill volume and contamination.

Event description:
It was reported before using the bd bbl mgit mycobacteria growth indicator tubes, the customer observed three (3) tubes with low volume and one (1) contaminated tube when opening new boxes of mgit tubes. There was no health impact or consequences reported.